Event description:
It was reported that previously, this right ventricular (rv) lead previously exhibited elevated, out-of-range pacing impedance measurements (>3000 ohms) that resulted in a lead-safety-switch. Additionally, loss of capture was noted. The patient was then evaluated in-clinic, where the physician elected to continue with bipolar sensing with unipolar pacing since the lead parameters were in-range. However, recently, a remote alert was received that showed evidence of rv over-sensed noise and subsequent pacing inhibition. As the patient is pacemaker-dependent, this inhibition led to an asystole of around two seconds. The physician subsequently explanted and replaced the rv lead to resolve the event, and no additional adverse patient effects were reported. This lead has been received for analysis and is pending the investigation conclusion. Once the analysis is completed, this record will be updated with results.

Event description:
It was reported that previously, this right ventricular (rv) lead previously exhibited elevated, out-of-range pacing impedance measurements (>3000 ohms) that resulted in a lead-safety-switch. Additionally, loss of capture was noted. The patient was then evaluated in-clinic, where the physician elected to continue with bipolar sensing with unipolar pacing since the lead parameters were in-range. However, recently, a remote alert was received that showed evidence of rv over-sensed noise and subsequent pacing inhibition. As the patient is pacemaker-dependent, this inhibition led to an asystole of around two seconds. The physician suspected that the rv lead conductor had fractured, and a surgical revision procedure is anticipated to resolve the event. At this time, the rv lead remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned lead was analyzed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region. This report is being sent to provide new information in sections b5 (event description), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative).

Event description:
It was reported that previously, this right ventricular (rv) lead previously exhibited elevated, out-of-range pacing impedance measurements (>3000 ohms) that resulted in a lead-safety-switch. Additionally, loss of capture was noted. The patient was then evaluated in-clinic, where the physician elected to continue with bipolar sensing with unipolar pacing since the lead parameters were in-range. However, recently, a remote alert was received that showed evidence of rv over-sensed noise and subsequent pacing inhibition. As the patient is pacemaker-dependent, this inhibition led to an asystole of around two seconds. The physician subsequently explanted and replaced the rv lead to resolve the event, and no additional adverse patient effects were reported. This lead has been received for analysis.